Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection vegetation. There were no additional adverse patient effects reported. This ra lead was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.